Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h6.

Event description:
New information received notes the patient's right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular was dislodged, had a loss of capture and a r-wave amplitude variation. No intervention was performed. The patient was in stable condition.